Event description:
Four surgical fibers were returned from a distributor with no info regarding reported failure modes or issues, and no add'l info is available. There was no report of pt injury.

Manufacturer narrative:
Reference: 2937094-2013-00903, 00904. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus were also observed on the metal cap. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. Fiber card analysis: the fiber card was verified to have been used (B)(4) 2012 and 126,800 joules of usage. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/ procedural factors encountered during the procedure.